Event description:
It was reported that the patient experienced an intracranial hemorrhage on the right side. Medication was administered. The bleeding has since been resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.